Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) lost pressure and slipped out of the unknown 6f short sheath while positioning/pulling device back to artery wall. The sheath was still in the vessel and an unknown wire was used to reposition the sheath. A new unknown mynx device was used and was successful. There was no reported patient injury. The device was prepped per instructions for use (IFU) and the balloon was tested. The device will be returned for evaluation.

Manufacturer narrative:
-The product history review is expected but has not been completed. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) lost pressure and slipped out of the unknown 6f short sheath while positioning/pulling device back to artery wall. The sheath was still in the vessel and an unknown wire was used to reposition the sheath. A new unknown mynx device was used and was successful. There was no reported patient injury. The device was prepped per instructions for use (IFU) and the balloon was tested. The product was not returned for analysis. A product history record (phr) review of lot f2216703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.